Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when incision in the umbilical region was made and tried to insert and fix the port, the lever of the blunt grip was hard (did not move at all) and sleeve was unable to be fixed. The obturator broke. Another device was used to resolve the issue in order to complete the case. There was no patient injury.